Event description:
Patient reported that there is a hole in the back of the air filter that leaks fluid when tubing is in use. Patient is unable to use the tubing, no adverse event reported. Patient has been using supply from her previous pharmacy. Product lot number: 4163597. No other information available. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual product available for investigation? Unknown. Did we replace product? Yes; did the patient have a backup product they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6)/caremark by pt/caregiver.